Event description:
The physician was attempting to deploy a 7mm diameter x 60mm length complete self expanding (se) peripheral stent to treat a lesion in a patient. It was reported that the stent deployed prematurely, prior to the retracting the protective sheath. No patient injury occurred and no clinical sequelae were reported as a result of the event.

Manufacturer narrative:
Evaluation: insufficient information to determine root cause. No device returned for review. No conclusion can be drawn, insufficient information to determine root cause. (B)(4).